Event description:
It was reported that there were occasional missing paces. Sensitivities were adjusted. The patient is currently under observation. The device remains use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri52, implantable pacing lead; 4574-45, implantable pacing lead. (B)(4).